Event description:
The customer tested his blood glucose and rec'd reading of 381 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 47 mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.